Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated that the patient presented with swelling, drainage, and redness at the generator site. It was determined that the patient had an infection and the generator was explanted. The infection was treated with antibiotics and the patient was subsequently reimplanted in 2007.